Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor. Customer changed the battery and the display was black. Customer also received a battery out limit alarm after battery change; the batteries were out of the insulin pump greater than duration allowed. Customer stated the device was not exposed to extreme temperatures or direct sunlight prior to the black display. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 119 mg/dl. Nothing further reported.